Event description:
The customer four samples generated architect havab-igm results of (B)(6) and were (B)(6) on the axsym. Current information indicates (B)(6) patient results, or (B)(6) quality control results for architect havab-igm may occur when the assay is run directly following the architect ausab assay. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increased arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.